Manufacturer narrative:
Investigation found that pump had error code 13 in pump's history and failed diode d7 test. New pcb board was replaced to solve the issue.

Event description:
Information received indicates that pump experiences error code 13 during testing.